Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that 90500 led headlight was heating up near forehead light piece. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The 90500 headlight was returned for evaluation: device history record review (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: unit failed light quality test, the fan is loud and the grommet is worn out; the luminaire, fan and grommet will be replaced to correct these issues. Root cause: the reported complaint is confirmed. The returned 90500 headlight was in used condition with damage to the fan due to rough handling or environmental damage. This repair is awaiting parts for completion. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.